Event description:
Heart attack on 2-25-98. Three stents implanted with difficulty, using ranger during angioplasty. Severe heart attack on 4-24-98. Doctors all say caused by distorted stent, floated and blocked artery. Had to delay surgery 3 days due to heavy blood in urine. Had all the symptoms of recall of ranger by boston scientific. Was in hosp rehab 4 times, 4 days, april-august.